Event description:
Additional information received from a manufacturer's representative (rep) reported that the patient had stated they had charged the previous week and had stimulation on, however, upon doing a physician mode recharge (pmr), it was confirmed that patient was in over discharge. It was explained to patient that they had to charge in office for a short duration so that the power on reset (por) could be cleared, but the patient stated that they had to leave and did not have time. The patient was told to charge the stimulator that evening and return to clinic the following day for por to be cleared. The patient did not show for that appointment. Another rep saw the patient in the clinic this week and it appeared that the patient had not charged the stimulator and was back in over discharge. Further information received reported that the patient had been scheduled to go back in to the clinic on (B)(6) 2016. Additional information received from a rep reported that the patient did not show to the appointment on (B)(6) 2016, but was seen on (B)(6) 2016. On that date, the patient was discharged. The rep had the patient sit and charge to 50% and the por was cleared at that time. Some education was done on recharging and the patient was instructed to go home and recharge to 100%.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via the manufacturer's representative (rep) reporting that the patient was experiencing ten derness over the implantable neurostimulator (ins) pocket. The rep further states that the patient last felt stim on (B)(6) and suspects that the device is in over discharge. The patient states that they were having trouble getting coupling bars and had issues recharging before losing stim. Communication could not be established with either the patient programmer/ implantable neurostimulator recharger (insr). The rep also noted that the ins seems slanted in the pocket inward and it is beyond 1cm deep. No falls or trauma were reported. The patient did not bring their recharger so the rep stated that they will use their recharger to perform a physician mode recharge (pmr). Indication for use is failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.